Event description:
Philips received a complaint on the v60 ventilator, indicating that the display was discolored. Discovered outside of clinical use and no reports of patient/user harm or injury. Customer reports the screen was replaced and the device was working without discoloration. The device was tested and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.